Manufacturer narrative:
Approximate age of device: 1 year and 12 months. The device was returned for investigation. The evaluation is not yet complete. The patient remained ongoing on lvad support until the pump was ultimately explanted on (B)(6) 2018 due to reasons unrelated to the device or therapy. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that a stiffness of the driveline was observed between the exit site and the modular cable connector. There was no reported impact to pump function or to the patient. No additional information was provided.

Manufacturer narrative:
The report of stiffening along the pump cable was confirmed through the evaluation of the heartmate 3 lvad. Upon disassembly of the returned pump, examination of the inflow cannula revealed a normal biological lining along the proximal opening. The lining was well adhered and did not appear to have obstructed the blood flow pathway. Further examination of the remaining pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. Examination of the percutaneous lead (driveline) revealed that the driveline had lost flexibility in one direction in two separate areas. When flexed, the pump cable would become rigid and would retain any bending. A specific cause of the stiffening cannot be conclusively determined. A corrective and preventive action (CAPA) has been opened to investigate identified incidences of heartmate 3 pump cable stiffening. The heartmate 3 device was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.